Event description:
It was reported that this right atrial lead had dislodged shortly after implant. It was identified at the pre discharge check. Also, the dislodgement was associated with high capture thresholds on interrogation follow up. Subsequently, this patient underwent a revision procedure next day and this lead was repositioned. No additional adverse patient effects were reported.